Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation, vad stop alarms may be attributed to factors such as driveline disconnection or controller failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular assist device (vad) stop alarm on the controller. The vad stopped. The controller was exchanged, and the issue resolved. No patient complications have been reported as a result of this event.